Event description:
On (B)(6) 2012 a male pt went in for a aaa repair. The zenith flex aaa endovascular graft bifurcated main body was unable to track past the stenotic common iliac artery. The device was removed and the artery was dilated with a dilator. It was noted that the sheath had buckling and the leading edge was damaged. The graft was then delivered with difficulty, torquing and repeated attempts appears to have been rotated in the sheath as the gate marker is 180 degrees from the intended location. Infrarenal deployment was difficult with the topcap trigger wire release. The physician was unable to cannulate the gate after a long period of attempts, so access was gained in the left brachial artery and snared wire on the contra side, the contra iliac graft was deployed. The trigger wire release was very difficult after initial attempt to drive the grey positioner up, the grey positioner and topcap would not track through the stenosis.

Manufacturer narrative:
(B)(4) - difficult to deploy is listed in the instructions for use. Event is still under investigation. Balloon angioplasty was accessed through the arm allowing the removal of the grey docking and top cap. Damage was noted to the grey plastic where the triggerwire emerges from the grey ipsi graft deployed. A silver stent was placed across the common iliac artery stenosis and a coda balloon was used to mold the overlaps and seal the zones. Final contrast was ran indicating the aaa exclusion and normal flow into the legs. From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.